Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedances on the right ventricular (rv) lead. There is no evidence of oversensed noise and all therapy delivered has been appropriate. Provocative maneuvers were uneventful in reproducing out-of-range measurements. No surgical intervention will be performed and the patient will be monitored. The device and lead system remain in service. No adverse patient effects were reported.